Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, noise was noted on the ventricular and atrial leads with automatic mode switching on the atrial channel. Session records were reviewed, indicating possible damage to both leads. The patient was stable with no adverse consequences. Further information was requested but not received. Related manufacturer reference number: 2017865-2018-04036.